Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The lot expiration date is currently unavailable. Associated medwatch: 1221934-2017-10114.

Event description:
In surgery (B)(6) hospital, shoulder prosthesis, dr. Uses orthocord high strength suture, which is broken twice, only applying a small amount of force. Surgeon expresses his discomfort as he is facing a high complexity surgery. The patient status is stable, with prosthesis implanted. Additional information received via email from the affiliate on 1-23-17: the surgeon completed procedure, since the surgical center have a stock of the same product, which did not present any problem. The surgery presented a delay of approximately 45 min.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).